Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this right ventricular (rv) lead received information that the physician stated this rv lead was not exactly implanted in the desired position and might need revision. Boston scientific technical services (ts) recommended to ask the physician what anomaly was noted with the lead post implant. This lead remains in service. No adverse patient effects were reported.